Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident was 8.8 mmol/l. Troubleshooting was initiated and it was confirmed that a temp basal was not programmed prior to the error. The customer stated that the alarm occurred shortly after inserting a new battery. It was not confirmed how long the customer left the insulin pump without a battery. The customer was advised to monitor the insulin pump and call back if issues recur. No products were returned or replaced.